Event description:
A patient reported experiencing inaccurate erratic results with a ft meter. The patient's blood glucose results were 182 mg/dl, 112 mg/dl, 194 mg/dl, 163 mg/dl. Tests were done within < 10 minutes with a difference of 24%. Patient did not experience any adverse events. No further information has been reported. Note - customer used two separate fingers.